Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80427. H10: the lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation, however, medical records were provided and reviewed. Therefore, the investigation is confirmed for the perforation of the inferior vena cava, filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown.the device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown filter allegedly experienced difficulty to move, malpositioning, and perforation. This report was received from one source. This malfunction involved patients with no reported consequences. The 31 year old female patient weighs 109 kgs.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model unknown filter allegedly experienced difficulty to move, malpositioning, and patient-device interaction problems. This report was received from one source. The device was used inside the patient. The patient's age, weight, gender, and current status were not provided.